Event description:
It was reported that when the user tried to peel off the lidstock to open the kit, he/she found that the tray had been damaged at and around the adherend surface to the lidstock. Therefore, a new kit was opened instead.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, unopened psi kit for analysis. The seal between the lid stock and the tray appeared intact around the entire kit. The bottom right-corner of the lid stock appeared slightly peeled back; however, there is no breach in the seal. Visual analysis of the returned kit revealed that the bottom right corner of the tray contained a crack. Stress marks were also identified around the edges of the crack. A device history record review was performed, and no relevant findings were identified. The report of a sterility issue was confirmed through complaint investigation. Visual analysis revealed that the bottom-right corner of the tray was cracked. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates that the tray had a tear that broke the sterility barrier.

Event description:
It was reported that when the user tried to peel off the lidstock to open the kit, he/she found that the tray had been damaged at and around the "adherend" surface to the lidstock. Therefore, a new kit was opened instead.